Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error - poor aseptic technique.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date in 2011, a break in aseptic technique occurred described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized. The cause of the peritonitis was the mistake the patient made. It was not reported if the patient received remedial treatment for the peritonitis. The event of peritonitis was resolving. It was not reported if the event of made a mistake had resolved. Dianeal pd2 ultrabag therapies was ongoing. The nurse did not provide an assessment of causality for the events.